Event description:
The customer reported that the housing of her pump in style transformer completely fell apart as she was unplugging it from the wall exposing the underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer confirmed that where the screws attached the transformer had separated exposing the underlying electronics. The customer did not report any signs of melting, burning or injury. When the product was rec'd by medela the customer's complaint of the transformer being breached was confirmed. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduct the handling and potential for double stacking of the skids. The shipping packaging strength has been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination on the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.1 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured a 54.8 ohms, which is normal and indicates that the thermal fuse did not blow.